Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) logged into myqlink and found that the item showed a quantity of n/a. The tss instructed the client to confirm the quantity with the pharmacy. The tss then closed the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, medication was not on patient profile. The customer stated that they were unable to access the medication. There were no adverse events or injuries reported based on this event.